Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would cause the soft cannula to dislodge. The cause of the reported dislodging could not be determined. Blood was observed on the adhesive pad. The formed needle was inspected for damages, and none were observed. The cause of the observed bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 280 mg/dl. The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod.